Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set was involved in a backflow event. This occurred during infusion of parenteral nutrition using a sigma spectrum pump, lipid emulsion for intravenous nutrition using a non-baxter syringe pump, and morphine using a non-baxter syringe pump. The sets were connected to the patient¿s peripherally inserted central catheter (PICC) line using a 3-way catheter extension set. The reporter stated that the clinician ¿noticed the lipid from one syringe pump backing up into the other syringe pump tubing.¿ the infusion was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.